Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by a medtronic representative that the customer had a low blood glucose event in his sleep. Ems arrived and treated him at the scene; the customer was not admitted into the hospital. No further details were provided regarding the customer's blood glucose level or the hypoglycemic incident. No products were returned or replaced.